Event description:
It was reported that the patient had a scab and fluid discharge comes out the corner of incision. It was also reported that the area was sensitive.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a scab and fluid discharge comes out the corner of incision site. It was also reported that the area was sensitive. Additional information was received that the physician noted open areas on the patients back near the ipg site. The patients incision site was not healing properly. The patient was placed on antibiotics.

Event description:
It was reported that the patient had a scab and fluid discharge comes out the corner of incision site. It was also reported that the area was sensitive. Additional information was received that the physician noted open areas on the patients back near the ipg site. The patients incision site was not healing properly. The patient was placed on antibiotics. Additional information was received that the patient wound was healing well and the physician advised that the patients symptoms were not device related.